Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg vacuum is not drawing volume enough to fill properly. The following information was provided by the initial reporter. The customer stated: customer reports the tube's vacuum is not drawing volume enough to proper fill, according to mark in label. The draws are performed with multiple needle and also with syringe + btd, and still though the draw volume is low.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of underfill was not observed. A draw test was performed at the manufacturing site on 10 retention samples from each lot and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
The following fields were updated due to additional information: b5. Describe event or problem: around 600 tubes were affected. D9. Device available for evaluation?: yes d9. Returned to manufacturer on: 03-nov-2023 h.6. Investigation summary: bd received 10 samples from lot 3016622 and no samples from lot 2200086. 3 photos and 1 video were also received for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of underfill was not observed. 10 customer samples and retention samples were inspected with no issues being identified. A draw test was performed on the sample tubes. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg vacuum is not drawing volume enough to fill properly. Around 600 tubes were affected. The following information was provided by the initial reporter. The customer stated: customer reports the tube's vacuum is not drawing volume enough to proper fill, according to mark in label. The draws are performed with multiple needle and also with syringe + btd, and still though the draw volume is low.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2200086. D.4. Medical device expiration date: 30-nov-2023. H.4. Device manufacture date: 19-july-2022. D.4. Medical device lot #: 3016622. D.4. Medical device expiration date: 31-05-2024. H.4. Device manufacture date: 16-jan-2023.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg vacuum is not drawing volume enough to fill properly. The following information was provided by the initial reporter. The customer stated: customer reports the tube's vacuum is not drawing volume enough to proper fill, according to mark in label. The draws are performed with multiple needle and also with syringe + btd, and still though the draw volume is low.